Event description:
The following was reported to co: when using bolus tracking, a pre monitor scan was performed. When they tried to place the roi, it would not let them. It seemed that there was not one available so they had to repeat the pre-monitoring scan, thus resulting in an unnecessary dose to the patient.